Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support after being instructed by a healthcare provider to perform a factory reset of the ilet due to a significant dietary change; the user disconnected from the infusion site, completed the reset with guidance, resumed bionic mode, and insulin delivery restarted, after which the user reported hyperglycemia with a blood glucose of 243 mg/dl. Symptoms included elevated blood glucose. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included remote troubleshooting and user education, verification that the device completed a factory reset, and confirmation that insulin delivery resumed. Investigation of this case revealed no device malfunction and no component failure, with the event consistent with hyperglycemia of unclear cause in the context of a reset and diet change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.